Event description:
During an post-implant follow-up, loss of capture was observed on the leadless pacemaker (lp). A retrieval procedure was performed. Contract confirmed the lp was dislodged into the pulmonary artery. Due to the risk with the lp being dislodged in the pulmonary artery, the physician elected to deactivate the lp and provide anticoagulant therapy. The patient was stable.